Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the antenna on the patient's charging system becomes hot. The patient indicated it does not burn her nor does it cause warming of her skin. The patient was sent a replacement charging system as the next course of action.